Event description:
Device malfunction: difficult to complete thumb advancement, shaft carving. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an interventional procedure. Difficulty was experienced during the thumb advancer step, and carving of the nylon shaft occurred. The physician depressed the safety release button and removed the device without further issues. Hemostasis was achieved with manual compression. There was no adverse patient sequela. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.